Manufacturer narrative:
The device history record (DHR) for lot 2513303164 was reviewed and no anomalies related to the reported issue were observed. A picture was provided for analysis, and upon reviewing the picture, the reported issue was observed. The physical device was not returned for evaluation. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the item arrived sealed in its original manufacturer packaging. Upon opening the box, the item was found to be bent. There was no harm reported.